Manufacturer narrative:
Continuation of d10: product ID 37761 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), ubd: , UDI#: h3: analysis of the 37761 desk top recharger (s/n (B)(6)) revealed that the cable assembly needed to be replaced due to a bent connector pin. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain it was reported that the insr stopped working; pt stated that the insr displayed a stethoscope icon and then went blank. Pt noted that the insr itself just turned five years old. Pss asked the pt if there was a three letter or three digit code that appeared on the insr before the insr went blank; pt stated that there was not a code but that there was a temperature signal and then the stethoscope icon before the insr went blank. Pt stated that they did all of the troubleshooting, however the insr wouldn't charge or do anything so the insr was fried. Pt confirmed that there was no apparent damage to the equipment. Pt confirmed that the dtc green light was illuminated. Pt stated that they were wearing a back brace today and that they were hurting. Pt stated that they don't notice if the ins is on or gone until the ins isn't on, as then they would be back to hurting again. Pt stated that when they first got the ins they really didn't like it, however they know now when they don't have the ins on; pss understood that the pt's symptoms would come back when the ins was off. Pt mentioned that they recharge the ins when they go to bed. Pt mentioned that they hadn't adjusted the stimulation up or down since the ins was initially programmed; pt stated that they're 53 now and they can imagine that the pain would be worse when they turn 80; pt stated that maybe in a couple years they would need more stimulation if they start having more pain as the years go by. Pt mentioned that they haven't seen hcp since the ins was implanted. Pt mentioned that they have a doctor's appt on wednesday that they have to travel to and that there's no way they could sit in a car without the ins. Pt inquired about ins longevity; pss reviewed requested information with the pt. A replacement recharger (insr) was sent out. Additional information was received from the patient. Patient received their new recharger and their recharger won't charge with their desktop charger. A replacement desktop charger (dtc) was sent out.